Event description:
During colonoscpy, pt continued to push scope out by bearing down after conntinued sedation. When the end of the transverse colon was reached a "pop" noise was heard and the bending mechanism at the tip of the scope was no longer functional. Procedure was successfully completed without injury, however, scope not able to be used for any further procedures.